Event description:
The site processed the fenestrated bipolar forceps instrument for return due to a broken cable. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip cable at the proximal clevis. There was no damage found on the proximal clevis cable hole and fa attributed the root cause of the broken - distal instrument grip cables is attributed to a component failure. Additionally found observations not reported by site that is related to the customer reported complaint: the instrument was found to have a broken pitch cable at the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The instrument was found to have a broken conductor wire at the proximal clevis and the instrument failed the electrical continuity test. There were no signs of thermal damage or damage to the conductor wire insulation were observed. The instrument was also found to have the main tube broken; a piece measuring proximately .189¿ x .159¿ was not returned with the instrument. The instrument was found to have a dislodged proximal clevis due to the broken main tube. The proximal clevis is found still attach to the instrument through the grip cable. Finally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .096¿ - .303 in length and were not aligned with the tube axis.